Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-10716; related manufacturer reference number: 2017865-2021-10717. It was reported that the patient had developed an infection. The implantable cardioverter defibrillator and two lead were explanted. During procedure, the patient experienced bradycardia and a pacemaker was implanted. The patient was stable post procedure.